Manufacturer narrative:
Field complaints of break, low impedance, failure to capture and failure to sense were not confirmed. The device was received in normal working conditions with voltage above eri. Impedance test performed with various test loads revealed no anomalies. Analysis performed, including output verification, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of sensing or capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a follow up, decreased pacing impedance, loss of capture, and loss of sensing were observed on the device. Damage to the device was suspected but this was not confirmed. The device was explanted and replaced to resolve this event. The patient was stable.